Event description:
It was reported that during a non-calcified, narrow, mid, right coronary artery (rca) artery stenting procedure, after the xience v (2.75 x 28 mm) was deployed, a dissection occurred on the distal end of the stent. Another xience v (3 x 15 mm) was deployed covering the proximal part of the first xience v (2.75 x 28 mm) stent and the dissection successfully. There were no adverse patient sequela and there was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Based on the information reviewed, there is no indication of a product deficiency.